Event description:
Customer is reporting pressure dome leak name. Name and function of complainant: same as reporter. Customer is reporting a blood leak around pressure dome during buffy coat. Customer reported that she aborted the treatment and did not return the blood/blood products to the patient. The customer stated that the patient was fine, blood pressure ok, 500ml saline was given, blood count was fine. Customer will not return any product for investigation. Service order # (B)(4) was created to inspect the instrument.

Manufacturer narrative:
A review of lot file b118 was performed. There were no nonconformances or alarms associated with this event type reported for this lot. This lot met all release requirements. A complaint lot review was conducted and (B)(4) other pressure dome leak was reported to date for this lot. No trends were detected. Service order feedback (B)(4): the field engineer removed and cleaned the pump heads. The anticoagulant and collect pump motors were removed and cleaned. The valves were removed and cleaned. The pump deck was removed and cleaned. A full system checkout and pump calibration was completed and is ok. The system is working as expected. The assessment is based on info available at the time of the investigation. No product was returned by the customer. Therefore, the root cause for pressure dome leak cannot be determined based solely on the info provided. CAPA# (B)(4) has been initiated to investigate pressure dome leaks. (B)(4).